Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported inflation issue was not confirmed as the balloon was able to be inflated during return device analysis. Additionally, it was noted that the outer member of the device was stretched distal to the mid lap seal. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the device was used to treat a lesion in the pulmonary artery. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. Balloon dilatation of a stent after implantation. In this case, it is unknown if the IFU violation caused or contributed to the reported complaints. The investigation was unable to determine a conclusive cause for the reported inflation issue and the noted stretched outer member on the returned device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. H6: medical device problem code 1494 - incorrect anatomy.

Event description:
It was reported that the procedure was to treat the pulmonary artery. The 3.0x30mm trek rx balloon dilatation catheter (bdc) completely failed to inflate. Another trek rx balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified the outer member was stretched and folded inward distal to the mid lap seal. No additional information was provided.